Manufacturer narrative:
(B)(4) for the reportable issue of bands failed to deploy. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first two bands successfully deployed. Another attempt was made, suction was applied in the varix; however, the rest of the bands would not deploy. Reportedly, the physician withdrawn the device from the scope and the procedure was completed with another speedband superview super 7 device. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event.